Event description:
According to the reporter, the small balloon was broken. There were no consequences for the patient. Additional information has been requested but not yet received.

Manufacturer narrative:
Reference number: (B)(4). Evaluation summary - post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the device by the pmv investigator noted that the obturator was received. The insufflation syringe was not received. The valve seal was intact. The locking collar was intact. The balloon appeared intact. Functionally, a leak was observed between the housing and cannula during inflation of the balloon. The locking collar and flapper valve functioned properly. The investigation was forwarded to engineering for further review. Visual and function testing of the device confirmed the observations made by the pmv investigator. Additionally, further inspection of the leak source noted that there was insufficient adhesive between the valve adapter and the outer sleeve. The returned device was found to not meet quality release specifications after application in the clinical setting and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Corrective action has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).